Event description:
Reporter alleged blood glucose measured 79 mg/dl back to back with a result of 207 mg/dl, when tests were performed 2 minutes apart. Customer stated running controls due to the readings and the testing was outside an acceptable range. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.